Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complains about worsening of sound perception with the device in the last two months (approximately october 2022). Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received for investigational purposes yet.

Event description:
The user complained about worsening of sound perception with the device in the last two months (approximately october 2022). The user has been re-implanted but the explant has not been received at hq yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had complained about worsening of sound perception with the device since approximately october 2022. The user was re-implanted.